Event description:
The hcp reported that the device was explanted after an implant duration of 6 months due to lack of pain relief. The device was returned to the manufacturer for analysis. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.